Event description:
Cst was scrubbed in and setting up for an implant. While the patient was being prepped, she went to flush the safe sheaths she was given. She noticed the syringe that she picked up had a brown and sticky substance on it, which was not related to anything on the tray. She then had rces called and asked to come to remove the product. Rces then had both sheaths removed, told the staff to reopen another tray, discarding the contamnated tray and equipment and asked the scrub tech to regown and glove. Nurse then had all the 7 fr sheaths from that lot # pulled and set aside as well as informed the company of the issue.